Manufacturer narrative:
Evaluation: customer returned one, renu graft in an opened and used condition. The returned product was examined. The product was partially destroyed in order to examine the interior of the valve housing. Investigation confirmed that the top cap was catching as it was pulled back through the valve housing. This may have occurred if the pin vise was not tightened enough which could allow the top cap to hit the check flow disc and pull away enough from the bottom cap to cause this difficulty.

Event description:
During aaa procedure in 2007, the physician had deployed a renu device properly, deployed top cap, and removed the trigger wires and retrieved the top cap. Upon retraction of the dilator set he encountered difficulty. It had locked down and he could not pull it any further. So then he removed sheath and dilator as one unit. The physician replaced it with another and deployed a leg without problems.